Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one day following an intraocular lens (iol) implant procedure, the patient had the iol explanted. The posterior lens had dislocated into the vitreous. A different lens model was implanted. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.1. And d.2. The manufacturer internal reference number is: (B)(4).